Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination also revealed a complete hypotube separation 58.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the 90% calcified left anterior descending artery (lad). A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to postdilate the target lesion. However, during advancement, the balloon shaft fractured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the 90% calcified left anterior descending artery (lad). A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to postdilate the target lesion. However, during advancement, the balloon shaft fractured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.